Event description:
A (B)(6) pt underwent nanoknife treatment to the liver on (B)(6) 2010. During the treatment, the pt developed tachycardia. The anesthesiologist administered a beta blocker mid-treatment to reduce pt heart rate from high 80's to mid 70's.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specifications and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the tachycardia could not be ascertained. Tachycardia is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev. D) document. This event will be trended and monitored by angiodynamics complaint handling dept. Internal complaint # (B)(4).